Event description:
A user facility submitted a repair request to the olympus service center, for an hd endoeye laparo-thoraco videoscope, leaking air at the video connector case. Upon inspection and testing of the customer returned device, the scope objective lens adhesive was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to cracks in the gripper grip cover, water tightness not maintained due to deformation of the video connector case, adhesive part of the objective lens came off, curved rubber adhesive missing, and deformation of light guide cover glass. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.